Event description:
Overdelivery reported during preventative maintenance testing by user facility biomedical engineer. The device was returned from the clinical service with a note attached stating "broken". The customer contact reported that there was no mechanism in place to track where the "broken" event occurred to gather specific event detail. There was no incident report generated with this serial number attached. Though requested, there was no add'l info available.